Manufacturer narrative:
Eval. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system, including an ipg. It was reported the pt suddenly lost stimulation from his device . A diagnostic check of the lead found that all but one of the lead contacts are invalid. The pt can feel stimulation on the one working contact; however, the stimulation intensity changes when the ipg is palpated. Attempts to obtain additional info found that the pt is still working with her physician to determine any future actions. As the lead MFR, model or lot numbers were not available, a report has not been submitted. No product was returned to the MFR for analysis. No further info was available.